Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an interrogation showed that the device was not sensing and the ventricular electrogram was completely flat. It was further reported that the lower rate of the device was competing with the patient's intrinsic rhythm due to undersensing. The device was reprogrammed to 80 paces per minute to avoid the competition and a device replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Performance data collected from the device was received and analyzed. A review of the device memory found right ventricular undersensing/no sensing.